Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of essure device"), device expulsion ("migration of essure device / migration of essure device (upper endometrium of the uterus)") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included bupropion (wellbutrin) since (B)(6) 2017, cetirizine hydrochloride (zyrtec) since 2014, hydrochlorothiazide since 2016 and levothyroxine sodium (levothyroxin) since 2017. In 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia / (painful sexual intercourse)"), migraine ("migraines"), pruritus ("itchy skin"), alopecia ("hair loss"), weight increased ("weight gain"), headache ("headaches"), rash ("rashes"), skin disorder ("skin conditions"), weight fluctuation ("weight gain / loss (specify which one)") and back pain ("back pain"). The patient was treated with ibuprofen, surgery (in (B)(6) 2014, she underwent a pelvic surgery and total laparoscopic hysterectomy and cystoscopy) and surgery (in(B)(6) 2014, she underwent a pelvic surgery / total laparoscopic hysterectomy and cystoscopy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the perforation, device expulsion, genital haemorrhage, migraine, pruritus, alopecia, weight increased, vaginal haemorrhage and menorrhagia outcome was unknown, the dyspareunia and back pain had resolved and the dysmenorrhoea, headache, rash, skin disorder and weight fluctuation had not resolved. The reporter considered alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, perforation, pruritus, rash, skin disorder, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion patient undergo an essure confirmation test. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Reporter and patient demographics were added. Concomitant drugs were added. Event back pain added. Events outcomes updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of essure device"), device dislocation ("migration of essure device / migration of essure device (upper endometrium of the uterus)") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia / (painful sexual intercourse)"), migraine ("migraines"), pruritus ("itchy skin"), alopecia ("hair loss"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), rash ("rashes"), skin disorder ("skin conditions") and weight fluctuation ("weight gain / loss (specify which one)"). The patient was treated with ibuprofen, surgery (in aug-2014, she underwent a pelvic surgery and total laparoscopic hysterectomy and cystoscopy) and surgery (in aug-2014, she underwent a pelvic surgery / total laparoscopic hysterectomy and cystoscopy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the perforation, device dislocation, genital haemorrhage, dyspareunia, migraine, pruritus, alopecia, weight increased, vaginal haemorrhage and menorrhagia outcome was unknown and the dysmenorrhoea, headache, rash, skin disorder and weight fluctuation had not resolved. The reporter considered alopecia, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, perforation, pruritus, rash, skin disorder, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Patient undergo an essure confirmation test. Most recent follow-up information incorporated above includes: on 27-mar-2018: pfs received - new event "dysmenorrhea (cramping), headaches, rashes, abnormal bleeding (vaginal), abnormal bleeding ( menorrhagia), right lower quadrant pain, skin conditions, right lower quadrant pain" and weight gain / loss (specify which one) were added. Product explant date was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of essure device"), device dislocation ("migration of essure device") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), dyspareunia ("dyspareunia"), migraine ("migraines"), pruritus ("itchy skin"), alopecia ("hair loss") and weight increased ("weight gain"). The patient was treated with surgery (in (B)(6) 2014, she underwent a pelvic surgery to try and alleviate the symptoms.). At the time of the report, the perforation, device dislocation, genital haemorrhage, pelvic pain, dyspareunia, migraine, pruritus and weight increased outcome was unknown. The reporter considered alopecia, device dislocation, dyspareunia, genital haemorrhage, migraine, pelvic pain, perforation, pruritus and weight increased to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.